Event description:
The customer reported that an 840 ventilator had an erratic graphical user interface (gui) display. The pt was switched to another ventilator. No harm to the pt reported. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the video graphics array/adaptor (vga) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).